Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported the patient had no stimulation sensation. It was noted that the patient had not felt stimulation in a while and could not recall the last time stimulation was felt. The patient was recharged and got 8 boxes. It was noted that the patient rarely had back pain now and did not use the implantable neurostimulator as much. Later, it was reported the manufacturer's representative (rep) met with the patient in 2013 because they thought the patient maybe fell and broke a lead. The rep charged the ins and it was working. The rep reminded the patient to recharge the ins frequently. Relevant medical history included other chronic or intractable pain in the trunk or limbs.